Event description:
During a PICC line placement, the guide wire uncoiled and a piece broke off in the patient's arm. A small piece remains in the patient's arm.

Event description:
During a PICC line placement, the guide wire uncoiled and a piece broke off in the pt's arm. A small piece remains in the pt's arm.